Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date the peritonitis event was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy, and the patient subsequently died. The cause of the event was not reported. On an unreported date, the patient was suspected of having peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, and frequencies not reported) for peritonitis. It was not reported if the patient was hospitalized for the event at that time. Seven days after the initial report, the patient remained on antibiotics and was reported to be recovering. Two days later, the patient was hospitalized for peritonitis and another unrelated medical condition. The patient died that same day. The reporter mentioned that it was not clear whether the cause of death was peritonitis,septicemia or another unrelated medical condition and it was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.